Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant loss the integration due to perforation into sinus.implant removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 8.5mm (bost485) was misplaced/lost in-house. Although the manufacturer (zb EU authorized representative) has received the product, the manufacturing/investigation site has not received/evaluated the actual device as the device was received in emea but not received and logged in pbg. Therefore, the product has not been physically inspected and visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. A pre-existing condition noted on the per was clenching as well as it being noted the patient didn¿t wear their guard. In addition, the patient had moderate (ii) bone density. The reported device was located on an unknown tooth and was implanted for approximately 4 months. The customer did not provide any pictures or x-rays and the implant was immediately loaded. After follow-ups with the customer, it was determined the per was submitted for multiple events. Therefore, linked complaint, (B)(4), was created to account for the other two implants no longer part of this complaint. Additionally, 7 associated low profile abutments were returned with the reported device but were not reported for a malfunction. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev g 10/2019) information identified: warnings precautions sterility potential adverse events DHR review was completed for the subject lot number (2019031067). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019031067) for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.